Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the possible infection and swelling issue around the implant site. The patient advocate was referred to the doctor. No adverse patient effects were reported. The ICD remains implanted.